Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one episode where five shocks were delivered. A delay to therapy of 57 seconds was reported. The shocks did not convert the arrhythmia, which was believed to be ventricular tachycardia (vt) or ventricular fibrillation (vf). Device data was reviewed by technical services. It was noted that the patient's rate was fast and unstable, in a range from 150 bpm to over 220 bpm for at least 12 minutes before the first shock was delivered. The device classified the arrhythmia as not treatable, which indicates the rhythm was actually a supraventricular tachycardia (svt) and not vt or vf. Therapy was inhibited until the rate was consistently above the shock zone rate cut off of 220 bpm to meet the criteria for charging. Appropriate sensing was noted, with no undersensing and only minor double counting within the episode. The double counting did not impact therapy delivery, as the rates were fast enough to be treated. Therapy was exhausted in this episode, and the patient's rate continued to be fast such that a new episode could not be declared. The shocks were considered inappropriate due to the rhythm being svt. The patient was seen for a routine follow-up in the next month, and no adverse patient effects were reported.